Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in 2008 and alleged that her one touch ultra2 meter was displaying the battery indicator. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on (4 days prior to the call to lfs) at 7:00 pm. As a result of the reported issue, she skipped a dose of her diabetes medication (26 units of humalog). She also mentioned that she felt sleepy and dehydrated after the reported issue began. The pt's reported symptom of dehydration may indicate the pt felt thirsty. She did not receive/inquire any medical attention. The pt was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The pt had also changed the battery per the owner's manual. This complaint is being reported because the pt claimed she experienced symptoms that can be associated with hyperglycemia after the reported issue began. She noted that she had also skipped a dose of her insulin. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.